Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.

Event description:
The complainant stated the bed will lock in brake but then it pops back out.